Event description:
It was reported that during procedure, while firing the laser, it was noticed a decrease in laser efficiency on tissue, upon inspection the laser it was discovered that the laser was firing out of the fiber tip. A small amount of laser energy entered the bladder, but it was determined to be minor. The procedure was completed. There were no patient issues or injuries reported. This report is for the fiber.